Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that intermittent 480v power supply failures have occurred in the equipment resulting in power outages and electrical shocks. There have also been issues related to the ground values. This event has been determined to be a reportable event and is currently under investigation.

Manufacturer narrative:
The customer reported that intermittent 480v power supply failures have occurred in the equipment, resulting in power outages and electrical shocks. There have also been issues related to the ground values. The philips field service engineer (fse) went on site to evaluate the system. The fse noted the customer does not have a ups (uninterrupted power supply) for the system. The fse confirmed the system was shut down and not in clinical use. Originally it was stated there was electrical shock; however, the fse confirmed there was no electrical shock to a patient, operator or bystander. The fse¿s evaluation of the system determined the 24v power supply was damaged due to multiple interruptions in power to the system from the site¿s main power source. The fse replaced the 24 v power supply and the system is operational. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.